Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low and high blood glucose while using the ilet with dexcom g7, associated with delayed meal announcements, multiple meal entries used as corrections, and a late-night meal announcement at a low glucose level, after which the patient ingested cheesecake and announced beyond the recommended window. Symptoms included hypoglycemia and hyperglycemia, shakiness and foot aches. Outcomes included the need for oral glucose intake and additional user training. Investigation included review of synced device reports and coaching on correct meal announcement timing and dosing behavior, with plans for guided factory reset and scheduling of additional training. Investigation of this case revealed user-related use error in meal announcement timing and repeated meal announcements to correct highs, which contributed to both low and high glucose events. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices.